Manufacturer narrative:
Patient reported a decrease in visual acuity, resulting in lens being explanted after lock-in. The explanted lens was returned for evaluation. The lens was received in multiple fragments. Optical testing found no issues with the optical quality of the lens.

Event description:
Patient reported a decrease in visual acuity, resulting in lens being explanted after lock-in.

Manufacturer narrative:
Patient reported a decrease in visual acuity, resulting in lens being explanted after lock-in. Device history record for the lens was reviewed. No issues were noted. The explanted lens has been returned and is currently being evaluated.

Event description:
Patient reported a decrease in visual acuity, resulting in lens being explanted after lock-in.